Event description:
According to the discharge summary, pt was admitted to hosp in 1/94 with severe chest pain and underwent pacemaker implantation. A dual chamber pacemaker was inserted. Pt went to another physician complaining of problems and pain. Physician readmitted pt to hosp and placed the generator behind the pectoralis muscle to avoid the pain of stretching the skin. Pt continued to complain of pain. Admitted to medical center for explantation.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.